Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's daughter called lfs and alleged that her mother's meter would not power on. She stated that she had replaced the battery but the meter would still not power on. While troubleshooting it was discovered that there was corrosion in the battery compartment. A medical professional treated the pt. She reported that she was sweating. The pt was able to test on a meter and obtained a result of 50 mg/dl. It appears that the test was performed 2 hours after the pt was experiencing symptoms. Based on the info, there is no evidence of a meter malfunction, nor is there evidence of the meter contributing to a serious injury. It would have been helpful to have more clinical info. Medical affairs attempted unsuccessfully to reach the pt by phone. A letter is being sent as a second attempt to obtain more clinical info. A replacement meter and testing supplies are being sent to the pt.